Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had an off no power and did not recall receiving a low battery and then a battery out limit during normal use. The customer's blood glucose was 120mg/dl. Customer stated they had these alerts during normal use. The insulin pump passed self-test. Customer stated the insulin pump alarmed during normal use. Explained that a battery out alarm during normal use may indicate a loose battery cap. Advised to monitor the insulin pump and will send a battery cap replacement.